Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the dust cover from spring arm fell. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ardpwt239009a. Corrected d4 catalog # ard569202903. Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the dust cover from spring arm fell. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information provided by getinge technician, dust cover was installed and adjusted onto the device. It was established that when the event occurred, the surgical light did not meet its specification due to the missing dust cover from the spring arm, which contributed to the event. The provided information does not indicate if upon the event occurrence the device was being used for patient treatment. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing spring arm¿s covers on powerled ii range is moderate. As stated by the subject matter expert the metal spring arm¿s metal cover (dust cover) came out and can fell off the device. Performed investigation allowed to distinguish possible root causes for this malfunction: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device). Degradation of the metal covers has been ruled out as possible root causes as the device was manufactured about a year ago (08/09/2021). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.